Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump error found in the insulin pump history (line number = (B)(4) and file number = (B)(4)), problem isolated to electronic assemblies. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer's blood glucose level was 6.9 mmol/l. Troubleshooting for the software error detected alarm was performed. Customer performed the self test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.